Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side. Subsequently, the patient experienced shoulder pain. Patient started having shoulder pain 6 months ago. Has a rotator cuff tear. As a result, approximately 4.5 years after initial replacement, the patient was prescribed medication and going to start physical therapy. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
D10: 300-30-07 - equinoxe preserve stem 7mm: (B)(6), 310-02-47 - equinoxe, humeral head tall, 47mm (beta): (B)(6), 300-10-15 - equinoxe replicator plate 1.5mm o/s: (B)(6), 314-13-23 - equinoxe cage glenoid m, post aug, left: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the shoulder pain reported is likely due to rotator cuff failure as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues, impingement issues or a combination of the above to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices remain implanted and relevant patient information, images, or radiographs were not provided. D1: corrected. H6: corrected health effect and investigation clinical codes.